Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a motor error alarm. They said that this occurred a few weeks ago and now it is happening again customer's blood glucose was unknown. During troubleshooting, the drive support cap appeared normal and the insulin pump was not exposed to magnetic field. The customer stated that the alarm occurred during bolus. The pump was able to complete the rewind. While checking the alarm history, a motor position encoder alarm was found. The displacement test and manual prime were successful and motor error alarm did not recur. The customer stated that they had two motor error alarms on (B)(6) 2017 and one, today, (B)(6) 2017. The insulin pump will not be returning for analysis.